Event description:
It was reported that backup operation was noted on the implantable cardioverter defibrillator (ICD). The physician elected to explant and replace the ICD. The patient condition was unknown.

Manufacturer narrative:
Correction: upon review, the pulse generator should not have been submitted as a medical device report (MDR) as the event did not indicate a malfunction caused a serious event.